Event description:
A company representative reported that a patient underwent a revision surgery approximately nine months post-operatively to address a fractured ozark self-starting screw and a fractured ozark plate locking mechanism. This report captures the ozark plate.

Event description:
A company representative reported that a patient underwent a revision surgery approximately nine months post-operatively to address a fractured ozark self-starting screw and a fractured ozark plate locking mechanism. This report captures the ozark plate.